Event description:
It was reported the patient (B)(6) underwent a permanent implant procedure on (B)(6) 2014. The ipg was unable to communicate with the programmer prior to the packaging being opened. Troubleshooting to provide resolution was unsuccessful. As a result, another ipg was used to complete the procedure.

Manufacturer narrative:
Results - a visual inspection fo the ipg did not reveal and discrepancies. The device was returned in the original packaging and hd not been opened. Communication with the device as received was unsuccessful when using a patient programmer and an error message was displayed "warning ipg comm error 2501". Attempts to communicate with the ipg using the blue screen utility also failed. Electrical analysis confirmed capacitor c53 was leaking excess current, which resulted in the ipg having a depleted battery. C53 was isolated from the circuit and the ipg functioned within specification. Based on the approximate current draw of the ipg as received of 25.3ua, and assuming the ipg battery capacity was approximately 125 ma at beginning of life (bol), the device would have fully depleted in 205 days. The time between the ship test results and event date was 263 days. This appeared consistent with the device being depleted and the failure to communicate as observed in the field. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.